Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl). Customer reported the cause for low bg levels was due to the pump basal rate needing to be adjusted. Customer drank juice to address low bg levels. Reportedly, the customer will discuss the reported issue with customer's health care professional.